Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-2 investigational device exemption (ide) study on (B)(6) 2016. At index procedure ((B)(6) 2016), the patient presented with a de-novo occlusion located in the middle third of the superficial femoral artery (sfa) of the right leg. One 6.0 x 125mm biomimics 3d stent was implanted. On (B)(6) 2019 restenosis of treated vessel was identified. The restenosis included the segment between the middle third and distal third of the sfa. Drug eluting stent placement and laser/atherectomy was used to revascularise the target lesion. The event has been resolved. The device remains implanted.